Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate shocks due to oversensed noise on the rate/sense channel. An x-ray was obtained and there appeared to be a bend on the rate/sense portion of the lead. There also appeared to be a small break in the lead. Noise was recreated which resulted in pacing inhbition. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient later elected to have this lead replaced. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The patient elected to leave the lead as is, against medical advice. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a slight bend in the rate/sense terminal leg. The identification tag was torn at this location; however there was no damage to the insulation and no exposed conductors. Additional analysis found the rs- conductor wires were fractured approximately 22 centimeters (cm) from the is-1 terminal pin. The identified fracture could have contributed to the clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.